Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the clip was deployed, the device was difficult to remove. In accordance with the instructions for use the access ports were used and the device was removed successfully from the patient anatomy. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the locator wings were bent, preventing them from fully collapsing into the delivery tube set when the clip was fired, resulting in difficult device removal. Based on the investigation findings, the probable root cause for the bent locator wings is tissue compaction during thumb advancer deployment. Tissue trapped between the distal end of the tube set and the locator wings can bend the wings and cause difficulty in removing the device after use. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.